Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported condition were identified. During manufacturer testing, the device did not meet the 30 psi occlusion test acceptance specification, measuring 20.5 psi (specification: 22¿38 psi). The device remains under investigation. No repair has been performed to date and a root cause has not yet been determined. A corrective and preventive action (CAPA) was initiated to further evaluate this failure mode. Refer to complaint record (B)(4) for additional details related to this event and the manufacturer¿s ongoing investigation.

Event description:
Pump sn (B)(6) was returned on january 23, 2026. During evaluation on february 18, 2026, the device failed the 30 psi occlusion test, measuring 20.5 psi. The acceptance specification for the 30 psi occlusion test is 22¿38 psi. The condition was identified during service testing. There was no patient involvement and no adverse event was reported.